Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 436 mg/dl. The customer had issues with insulin pump and not able to connect sensor with insulin pump. The customer declined troubleshooting as customer just did bolus. The insulin pump will not be returned for analysis. Frn unknown rsvr, unomed inf set.